Event description:
Medtronic received a report that the cuff on the tracheal tube would not inflate. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff was cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the cuff on the tracheal tube would not inflate. Customer indicated there was no patient injury with this event.